Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported attempting to fill the infusion set, and could hear the piston rod run but did not see any insulin run into the infusion set on the infusion device. Patient stated the infusion device did not give any alarm. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result: the priming was tested and the problem mentioned by the customer could not be reproduced. Alarm functions were tested successfully and fulfill the product specification. The problem mentioned by the customer could not be reproduced. The product (s) will be stored in iu.